Event description:
It was reported that the cervical disc was trialed for incorrectly. After insertion into the disc space, the surgeon noticed that the implant was too short. The disc was removed and larger implant was used. No pt complications were reported.

Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Analysis of the returned device found that the device was within all print specifications. Therefore, we are unable to determine the definitive cause of the reported event.